Event description:
Reportedly, during a ventricular lead revision, it was impossible to connect the new lead on the ICD involved in this MDR report. The ICD was explanted and returned for analysis.

Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was mfg and used outside the u.s. Analysis is pending.